Event description:
A customer reported experiencing a cartridge alarm 20 with their pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. They provided instructions for putting the pump into storage mode and for its return. A replacement pump was sent to the customer, who understood the instructions provided.